Event description:
It was reported that the 6800 system was not taking images. There was no report of pt injury.

Manufacturer narrative:
No add'l information at this time. When add'l information is provided, it will be reported as required.